Event description:
Physician reported the removal and replacement of thirteen amo array intraocular lenses in response to the pts' complaints of halos and glare at night, both of which are identified as risks in the product labeling.